Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the left ventricular (lv) lead was placed, the stylet was inserted but could not be advanced. Therefore the lead was removed and replaced by another lead. No patient complications have been reported as a result of this event. D was removed and it was replaced by cs lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was flattened. The proximal conductor of the lead became extrinsically distorted due to flattening. The low voltage 3 conductor was distorted due to pulling/stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.